Event description:
It was reported that the user of the ilet with a dexcom g7 and a steel infusion set experienced prolonged hyperglycemia after a dinner with atypical carbohydrate content, followed by a site change and continued high readings, then subsequent hypoglycemia after correction and automated insulin delivery resumed. Symptoms included hyperglycemia with meter readings up to 574 mg/dl and later hypoglycemia with a nadir of 42 mg/dl, without reported acute clinical symptoms other than fatigue. Outcomes included self-treatment with oral glucose tablets and return to range without medical intervention or hospitalization. Investigation included customer support review of insulin delivery history, guided infusion site replacement, and verification with fingerstick measurements. Investigation of this case revealed that infusion site performance and possible absorption variability related to scar tissue and meal announcement choice could have contributed, with no device malfunction identified and sensor-confirmed highs and lows documented. It was concluded that the event involved both hyperglycemia and hypoglycemia with cause unclear, and that user education and troubleshooting were completed.